Event description:
Customer reported the tramscope was reading the patient's sp02 incorrectly, following a check of arterial blood gases. During the event, the patient reportedly became unresponsive, required respiratory support, and was then intubated. After a stay in the ICU, the patient was reportedly transferred to a brain injury unit for rehabilitation. Ge healthcare's investigation into the report event is ongoing.